Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,13-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist tss the technical support specialist worked with the customer and confirmed that tylenol was successfully loaded on stations 2400a and 2400b, while an error occurred when loading hydromorphone. The tss checked that error indicated that the item could not be scanned or that a failed storage space was detected however, no failed storage space was found on station 2400a. The 1 mg hydromorphone was out of stock and replaced with 0.5 mg, and the system likely detected an existing medication reserved in the intended pocket. The medication in station 2400a is currently in a pending status, which can prevent loading until the medication is un pended. Pending medications are standard and safe however, without an assigned security group, the medication cannot be accessed or managed load un pend remove or refill. Later the tss confirmed that this was related to the customers internal workflow. The customer will educated the nursing staff to mitigate this issue in future. The case was then proceeded to closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server shown error message as unable to load the medication while the user was trying to scan. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.